Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer. The customer indicated the speaker was faulty and requested a quote for a replacement part. The customer was provided a replacement speaker to resolve the issue it has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp2 indicating that the speaker is defective. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.